Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that air was in the delivery system. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman ® laa closure device & delivery system was being prepped outside the patient; however, it was noted there was a hole or crack near the interface inside the shaft where the deployment knob and core wire connect in the device which prevented it from being flushed. Air was going into the delivery system. They exchanged the delivery system for a new one to successfully complete the procedure. There were no patient complications.